Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results. Additional information: a2, a4, a5, a6, b3, b5, b6, b7 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: distal fiber breakage, dents on the distal edge, and bent and dents on the outer tube. A root cause could not be identified. The probable cause of the complaint was not established, which means the investigation findings did not lead to a clear conclusion about the cause of the reported adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the rigid video scope had a chip/crack on the lens at the distal tip. The event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope had a chip/crack on the lens at the distal tip. There were no reports of patient harm.